Event description:
It was reported difficulties were encountered during the deflation of a balloon catheter during a stent dilatation in an av fistula. The partially deflated balloon and sheath were successfully removed as a unit. A second unit was used to successfully complete the procedure without pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated that two parts of the end connector were separated. This separation resulted in a difficulty to deflate. No other complaints of this nature have been received to date. Co believes this to be a rare event.